Manufacturer narrative:
(B)(4)

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh) on a cobas 8000 e 602 module. The initial ft4 ii result was 0.230 ng/dl. The initial tsh result was 0.061 uiu/ml. These results were reported outside of the laboratory. The doctor did not believe the results. The sample was repeated multiple times on different e602 modules. The repeat ft4 ii results were 0.94 ng/dl and 0.90 ng/dl. The repeat tsh results were 0.664 uiu/ml and 0.694 uiu/ml. The repeat results were believed to be correct. A corrected report was issued. No adverse event occurred. The ft4 ii reagent lot number was 27035201 with an expiration date of 30-nov-2018. The tsh reagent lot number was 28355001 with an expiration date of 30-jun-2018. The customer stated the incorrect results were reported outside of the laboratory due to rule in their laboratory middleware that did not run correctly. The field service engineer (fse) visited the customer site. Sample and reagent lines were checked for compression. Sample and reagent probes were cleaned. The fse performed precision testing. Calibrations were successful and qc results were within range. The system was operational.

Manufacturer narrative:
The investigation was unable to find a definitive root cause, however, the maintenance actions performed by the fse appear to have resolved the issue.